Event description:
A malfunction was reported on the pump after the customer swam in the ocean for a short period. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.